Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 201 mg/dl, 181 mg/dl, 277 mg/dl, 208 mg/dl, 448 mg/dl, 228 mg/dl, 400 mg/dl and 200 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.